Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and confirmed the issue. The isi fse replaced the iesu and the damaged cable. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. A follow-up MDR will be submitted post failure analysis evaluation or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the bipolar energy on the integrated electrosurgical unit (iesu) was not working. The customer reported the iesu fired but, the effects were not visible on the instrument tip. The customer called in to report the issue after the procedure. The customer attempted to troubleshoot and then they decided to proceed with the surgery using only monopolar energy. The isi tse confirmed with the customer that the instrument cable was properly seated and that the iesu energy was set on bipolar. The isi tse also confirmed that the customer tried using a different energy cable and bipolar instrument. The isi tse asked the caller to reinstall the instrument on the arm and to try to use the second bipolar port, no resolution. The customer also attempted to use the iesu with a bipolar laparoscopic instrument, but the issue persisted. The procedure was completed, robotically, as planned with less than 15 minutes of delay and with no harm to the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) was analyzed and found to have no failures. The unit energized and cauterized and all ports recognized instruments. The complaint was not confirmed based on the field evaluation/failure analysis.